Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the customer complaint for monitor switches from live image to color bars could be confirmed. The device was forwarded to the supplier for investigation. The investigation indicates that the failure was due to a defective camera cable. No further investigation is required. (B)(4).

Event description:
It was reported that at completion of a knee arthroscopic procedure, the display switched to color bars unexpectedly. The procedure was completed by closing the portals. The camera head was sterilized with eog sterilizer prior to use for the procedure.